Event description:
Same case as MDR ID # 2134265-2014-00091 and 2134265-2014-00060. It was reported that automatic pullback failure occurred. During preparation outside the body, it was reported that the motor drive unit (mdu) was not pulling back. It was also reported that there was no image displayed from the procedure room and the system was not archiving to pacs. The procedure was completed with another mdu . No patient injury or complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).